Manufacturer narrative:
Sections with additional information as of 07-mar-2023: d4: based on product returned, serial number updated to (B)(6). H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value.

Event description:
Consumer reported complaint for error message (e-5). Mother is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter; customer was concerned with the result obtained. The customer¿s expected am fasting blood glucose test result is 250 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/13/2024 and test strips were opened a few days ago. At the time of the call the customer reported having increased thirst; medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-018: user has high glucose value note 1: manufacturer contacted customer in a follow-up call on 16-jan-2023 to ensure the customer's condition had improved. Able to establish contact with customer who she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 24-jan-2023 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.